Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The patient made a mistake and caused a touch contamination, which led to the reported event. The patient went to the hospital but was not admitted. The treatment for the peritonitis included intraperitoneal (ip) vancomycin (1gm, every 3rd day for 2 weeks) and cefipime (1gm, daily). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.